Manufacturer narrative:
Intra-op and post-op x-ray images were provided and reviewed for patient e. Smith. Screw fractures were confirmed in patient. It was also noted in the feedback summary that the patient (date of surgery (B)(6) 2018) experienced a possible non-union of the stealth cage which was later revised. The root cause of this incident is undetermined; however, possible causes of this include: in the case where non-union is prior to screw fracture, the plate and screw construct would be at risk of fatigue. A cage that is not sharing the compressive load would result in increased load experienced by the plate and screws. In the case where screw fracture occurred prior to cage non-union, the plate/screw construct is no longer able to apply the proper compressive loads to the cage which may result in non-union. In the case where subsidence occurs, the interbody also may not be sharing the full compressive loads which puts the screws at risk of fracture, as they can fatigue over time.

Event description:
Both screws broke between (B)(6) 2018 & (B)(6) 2021. Was revised on (B)(6) 2022. All hardware was removed with exception of broken screw tips in bone.